Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. During the rv lead replacement procedure, insulation breach was noted on the lead. It was also noted that during the same procedure, the set screw of the pulse generator cannot be loosened resulted in difficulty removing the rv lead from the pulse generator's header. The rv lead and the pulse generator were explanted and replaced. Patient status was not provided.

Manufacturer narrative:
The reported event of problems with the atrial setscrew was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a-setscrew. The wrench was not being fully inserted due to the wrench not being aligned to go into the setscrew inset. With the wrench tip partially inserted the wrench will begin to slip then strip than portion of the inset as the user attempts to untighten the setscrew. The problem is related to the user¿s incorrect use of the torque wrench.